Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice one on (B)(6) 2017 and another one on (B)(6) 2017 due to a high blood glucose readings. Customer's blood glucose in the morning was 502 mg/dl and tried to give a bolus but insulin was not going through. Customer's blood glucose was 553 mg/dl prior to calling and down to 336 mg/dl 2 hours after treating. Customer had a surgery on (B)(6) 2017 but has experienced symptoms related to high blood glucose such as such as nausea, weakness and clammy. Customer went to the emergency room on (B)(6) 2017. Blood glucose level at the time of admission was 339 mg/dl. The cause of hospitalization per healthcare provider was due to low blood pressure and dehydration. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed for high blood glucose and found air bubble in the tubing. High pressure test was performed and passed. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.